Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was not reported. The customer reported that the led was not flashing when the transmitter was connected to the sensor and the sensors had alarmed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.